Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6)2025, the patient experienced a skin reaction with rash under the entire patch area. The reporter stated that the patient was ¿forever¿ sensitized to the dexcom g6. It was stated that the patient had an allergy to several different substances and an allergy was reported for isocyanates, rosin, dipropylene glycol diacrylate, and vinylcaprolactam. Based on the limited information available, it was understood that these were confirmed allergies proven by an allergy test. There was no photo provided. There was no treatment or medical intervention documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is has been provided.